Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension found the body of the extension was not straight. The extension had been severely bent 3.2 cm from the proximal end. The conductors and stylet coil were kinked. The epoxy was partially cracked in this location. The extension was still electrically okay.

Event description:
It was reported that during implant the healthcare professional (hcp) opened the extension package and found the extension was bent. The hcp used a different extension and the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.